Event description:
Pt underwent a right total hip arthroplasty after sustaining an on-the-job injury during 1991 when he fell onto his right knee. The pt had been experiencing pain of his thigh, down to his knee, and a tingling sensation of the knee. The pt was admitted to the hospital for a total hip revision. Intraoperatively, it was found that the pt had a lot of eccentric wear of his polyethelyne and osteolysis around the femoral stem. His complaints of pain were mainly around the stem. The femoral stem and head and acetabular liner were revised. The polyethylene cup was found to be loose and not locked inside the metal portion of the cup. Cultures were taken intraoperatively and reported as negative for organism growth.